Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer¿s pump was included in a field correction, and technical support had to follow up with the customer for additional documentation.